Event description:
(B)(4). I got essure over 3 years ago I immediately started having problems I thought it was just part of the healing but over the years it started getting worse for me I had headaches every day constant pain in my pelvic area lower stomach pain lower back pain I gained over 40 pounds with this I looked pregnant my periods got so bad I thought I was bleeding out I was passing huge blood clots I was in pain every day my doctor decided the best thing to go was get a hysterectomy which is what I got leaving ovaries on (B)(6) 2016 at the age of (B)(6) essure is no good I even started for getting stuff I was even hospitalized this essure should not be on the market and